Event description:
It was reported that the lead had an elevated threshold at implant. Lead polarity was reprogrammed. There were no patient complications reported as a result of this event. The lead was later explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on all conductors (not obstructed). The outer insulation was melted, breached cut, had a cosmetic cut, had cosmetic environmental stress cracks, and had a cosmetic depression. There was apparent explant damage.

Event description:
The event reported under the (B) (4) study indicated the lead had an elevated threshold at implant. Lead polarity was reprogrammed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the left ventricular lead had failure to capture. The patient is a participant in the (B)(6) study.